Event description:
A hospital in (B)(6) reported via our distributor that an rt225 infant bias flow breathing circuit failed a leak test. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k020332. Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: no physical damage was observed on the complaint device. The pressure test revealed the pressure drop to be outside of specification for this product. The water bath test identified leaks around the swivel and around both inspiratory and expiratory cuffs. A lot check revealed no other complaints of this nature for this lot number. Conclusion: breathing circuits are composed of many parts, therefore leaks can occur at any of the connections. The two parts that make up the y-swivel are held together by a snap-fit, which has some inherent leakage that is detected and compensated for by the ventilator. It is possible that if not properly locked in place, the leak between at the swivel joint can be enhanced during transport or setup despite having passed the leak test at the time of production. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. (B)(4).